Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the harvested graft was "eaten up" by the dermatome and came out not viable. An additional skin graft was required. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4) this medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet australia on march 14, 2018 revealed that the depth bar was loose; there was play in front to back and side to side. The motor speed was out of specification and the control bar was in the correct position. The calibration was out of specifications at all settings. There were no visible signs of damage to indicate the cause of the failure. Repair of the air dermatome was performed by zimmer biomet taiwan on march 19, 2018 which included replacement of the motor, bearings, o-ring, seal, and reciprocating arm. Air dermatome, serial number 110917, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration at all four settings and the motor was running under motor speed specification. The calibration being out of specification can cause less then desirable skin grafts. For optimum results, it is recommended that the dermatome operate at full speed. The root cause of the harvested graft being viable was due to the motor running below motor speed specifications and the device being out of calibration. The calibration being out of specification was most likely due to the loose depth bar. A loose depth bar can cause less then desirable skin grafts. It is also recommended that the dermatome operates a full speed. However, it is unknown how the motor became out of calibration. The issue was resolved with the replaced motor, bearings, o-ring, seal, and reciprocating arm. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.